Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the right coronary artery (rca) with minimal tortuosity. The physician used an intravascular ultrasound (ivus) catheter to investigate the patient's lesion; however, the catheter failed to produce an image. During this time, st segment elevation were observed and the physician felt that the catheter had occluded the vessel. The physician removed the catheter from the patient's body and inserted a balloon catheter to dilate the lesion, resolving the st segment elevation. The patient's condition following the procedure was reportedly "fine".

Manufacturer narrative:
In the descriptive event problem, st originally noted as sinus tachycardia, corrected to be st segment elevation.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the right coronary artery (rca) with minimal tortuosity. The physician used an intravascular ultrasound (ivus) catheter to investigate the patient's lesion; however, the catheter failed to produce an image. During this time, sinus tachycardia elevations(sts) were observed and the physician felt that the catheter had occluded the vessel. The physician removed the catheter from the patient's body and inserted a balloon catheter to dilate the lesion, resolving the sts. The patient's condition following the procedure was reportedly "fine".

Manufacturer narrative:
Device history record (DHR) review was performed on the lot and no issues or discrepancies were found. No similar complaints were found in this lot. The device was returned and was able to function and image properly during functional testing. No damage was observed on the catheter during visual analysis of the device. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. A review of the device labeling and directions for use (dfu) contains these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the information provided, there is no evidence or indication that the reported patient st elevation is related to a product specification nonconformance or misuse and is unrelated to the image issue. Additionally, the device labeling states ¿the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity.¿ the reported st elevation, which can be the result of any vessel catheterization, is a known and anticipated complication to these types of procedures; therefore, anticipated procedural complication was assigned as the root cause of this event.

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the right coronary artery (rca) with minimal tortuosity. The physician used an intravascular ultrasound (ivus) catheter to investigate the patient¿s lesion; however, the catheter failed to produce an image. During this time, st segment elevation were observed and the physician felt that the catheter had occluded the vessel. The physician removed the catheter from the patient¿s body and inserted a balloon catheter to dilate the lesion, resolving the st segment elevation. The patient¿s condition following the procedure was reportedly ¿fine¿.